Manufacturer narrative:
The unit was received with operating currents within specifications. The unit passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power graph analysis confirmed that the low battery alarms, replace battery now alarms. There was an abnormal loaded voltage at the power management graph due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and had functioned properly. The unit was received with minor scratched display, case, and keypad overlay.

Event description:
The customer reported via phone call that they received a replace battery message. The customer reported that for the last 24 hours, he was getting low battery every couple of hours. The customer's blood glucose level during the incident was unknown. The alarm history was reviewed. It was noted that the customer did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of the replace battery now alarm without a low battery warning. The device had been returned for analysis.